Event description:
It was reported that during an implant attempt the implantable cardiac defibrillator (ICD) setscrew would not fully tighten. It was noted that tightening the setscrew resulted in securing the lead pin, however, the setscrew continued to turn. The ICD was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.